Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported.